Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), sjogren's syndrome ("sjogren's syndrome"), morphoea ("morphia"), arthralgia ("joint pain"), acne ("acne"), scar ("scarring") and scleroderma ("scleroderma"). The patient was treated with surgery (surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, sjogren's syndrome, morphoea, arthralgia, acne, scar and scleroderma outcome was unknown. The reporter considered acne, arthralgia, genital haemorrhage, morphoea, scar, scleroderma and sjogren's syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), sjogren's syndrome ("sjogren's syndrome"), morphoea ("morphia"), arthralgia ("joint pain"), acne ("acne"), scar ("scarring") and scleroderma ("scleroderma"). The patient was treated with surgery (surgery to remove implant device). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, sjogren's syndrome, morphoea, arthralgia, acne, scar and scleroderma outcome was unknown. The reporter considered acne, arthralgia, genital haemorrhage, morphoea, scar, scleroderma and sjogren's syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.